Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data (1) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the refrigerator was not opening. So, the fse performed a proper reboot on the fridge, then shutdown the fridge and medstation for five minutes, then power back on the fridge first and once temperature display then the medstation again and the drawer was recovered. After that the dispensing workflow was not interrupted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator station the drawer was unable to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator station the drawer was unable to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.